Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes, indicating communication failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The ventilator was investigated on site and the plug-and-play backplane printed circuit board (pcb) was replaced and returned for investigation. The plug-and-play backplane pcb was installed in a ventilator for simulated use testing. The ventilator confirmed the reported problem of an internal communication failure. The conclusion of the investigation is that the issue occurred, due to a faulty integrated circuit (ic) that affected the communication bus in the ventilator. The failure of the integrated circuit (ic) leads to an internal communication failure which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs.

Event description:
Manufacturer ref. #: (B)(4).